Event description:
The patient experienced a loss of therapeutic effect; shaking and hand cramping returned over the past couple of days. The patient programmer was used to check the ins and three green lights were displayed. The patient sounded weak and she "felt like she was dying". She had headache, weakness, and jerking for about a month and she felt like she had a fever. Her physician felt she could be going through menopause. She saw her physician every six months and the device had not been checked in 1.5 years. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).